Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, the pt is seeing a dark shadow. The association between this event and the iol is not known. Add'l info has been requested.